Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on 05/16/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. Patient's mother stated there was a difference of 200 points. At the time of contact, no injury or medical intervention was reported.